Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. There was no activity outside normal use observed in the black box or download history. There were no insulin delivery interruptions or pump malfunctions observed in the black box history. The pump settings confirmed the iob was set to 4 hours. There were no 7 unit boluses observed in the pump history on (B)(6) 2012. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and accurately recorded in the pump history. The iob was found to functioning properly. The reported iob issue was not duplicated during investigation.

Event description:
On (B)(6) 2012, the patient claimed she took a bolus of 7.0 units at 8:44 pm and subsequent had a blood glucose reading of 33 mg/dl. The patient administered self treatment with juice while her mother and sister were present. At the same time frame, the patient reportedly had an insulin on board (iob) issue. Her on board insulin was still showing 6.0 units 2 hours after bolus even when the iob feature was turned off. The subject pump is being replaced and requested to be sent back to animas for investigation. This complaint is being reported due to the iob issue and because, the patient had a hypoglycemic reading of 33 mg/dl while on his insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.